Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. It was reported that the pt had been treated twice previously for type ii endoleaks and recently presented with a type I endoleak. The position of the stent graft appeared to be slightly lower in the posterior aspect and was angled in the forward direction, which explains the presence of the type I endoleak. The physician recommended removal of the stent graft given the fact that there was not enough room for placement of an aortic cuff. The stent graft was successfully explanted in 2004. Two lumbars vessels were present in the mid proximal aortic neck and were found to be backbleeding. A dacron graft was sewn in to complete the procedure. A dacron graft was sewn in to complete the procedure. The pt was transported to the intensive care unit in stable condition. Medtronic received the explanted stent graft and its evaluation is pending.